Event description:
It was reported that the ventricular assist device (vad) coordinator messaged to report that the patient was "going to the operating room (or) to remove left coronary cusp clot". After the vad coordinator stated the patient had a clot and was going for a computed tomography (CT) scan. No further communication was received when it was asked how the patient was doing. There were no changes to patient condition that may have contributed. The patient's international normalised ratio (inr) was 1.5 and was being bridged with enoxaparin. There were occasional low flows that occurred. The patient had one sided deficits and slurred speech. The patient plan of care was to watch and wait. The ventricular assist device (vad) coordinator stated that the patient experienced chest pain and was taken to the cath lab. The cath showed left main occlusion and the team went to open it up. Stroke symptoms started to appear while in the cath lab. It was then noted that the patient passed away on (B)(6) 2025. The patient had a cerebrovascular accident (cva) that was catastrophic. The death was not considered to be device related. The device operated as expected. An ischemic stroke occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. A specific cause for the reported alarms could not be conclusively determined heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke, thromboembolism, and death. Section 6 of the IFU entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.